Manufacturer narrative:
The cable involved in this event was returned for eval. No external damage was observed. The returned device passed all functional testing including a visual eval, continuity and intermittency. The cable was found to be functioning as designed. The product was returned to the customer after eval.

Event description:
It was reported by the customer that this unit did not alarm during a pt de-saturation. The customer states that after receiving the unit back from the end user, they tested the unit with their own cable and sensor and found that the unit was alarming correctly when it surpassed a spo2 limit that they purposely set to a level that allowed them to test it. The sensor used during the reported event is no longer available as it has been discarded by the end user. The lot number of the sensor is unk as well. Add'l info rec'd from the customer on (B)(6) 2014, the customer indicated that the pt passed away because of this incident; the motor though the pt was asleep until the ventilator started to alarm; the father knew something was wrong; the sensor was discarded; the sensor lot number is unk.